Event description:
It was reported the patient underwent mitral valve replacement in (B)(6) 2011 (exact date unknown). A post-operative echo was not performed and several days later the valve was explanted due to thrombus and an impeded leaflet. A smaller 29 mm sjm mechanical valve was implanted. It was noted that the physician had to position the valve in order to have good leaflet opening. The physician does not believe the event was caused by the device and stated the 31 mm blocked leaflet could have been related to the patient's anatomy.